Event description:
Reporter alleged obtaining discrepant blood glucose values of 46 mg/dl and 52 mg/dl back to back with a result of 181 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that within the next 10 minutes, other results of 272 mg/dl, 122 mg/dl, 107 mg/dl, and 111 mg/dl were also obtained. Reporter stated that at a different time, other results of 154 mg/dl, 89 mg/dl, 84 mg/dl, 90 mg/dl and 86 mg/dl were performed back to back within 10 minutes of each other on the same system. Reporter stated that at a different time, other results of 98 mg/dl, 586 mg/dl, hi (greater than 600 mg/dl) and 400 mg/dl were performed back to back within 10 minutes of each other on the same system. Reporter stated that at a different time, other results of 150 mg/dl, 130 mg/dl, 138 mg/dl, 78 mg/dl, 104 mg/dl, and 96 mg/dl were performed back to back within 10 minutes of each other on the same system. Reporter stated that he did take glucose tabs with some of the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.